Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that before a case on dec-19-2023, an employee was cut handling the device (the front of the device was broken). There was no patient involvement, and no further information was provided about the injury of the employee.